Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgery was performed on (B)(6) 2020 via tha. During the surgery, the drill bit (p/n: 227457000) bent when the surgeon drilled for screw fixation by attaching it to a flexible drill guide after the insertion of a cup. He used another drill bit and inserted screws successfully. There was no breakage found of the drill bit and the surgeon confirmed no fragment in the body. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : examination of the device confirmed the reported observation. The root cause is attributed to heavy usage and wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.